Event description:
Consumer via e-mail stated that their oral-b tri-zone brush heads were not fitting correctly and fell off very easily during brushing. No injury was reported. 14-oct-2021 follow up via e-mail: the consumer stated that their brush heads were so loose. No injury was reported.

Manufacturer narrative:
01-dec-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b tri-zone brush heads were not fitting correctly and fell off very easily during brushing. No injury was reported. 14-oct-2021 follow up via e-mail: the consumer stated that their brush heads were so loose. No injury was reported.